Manufacturer narrative:
(B)(4). Eval, results: (surgical conversion).

Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of a 6 cm abdominal aortic aneurysm approx one month ago. There was severe thrombosis throughout the aneurysm. The vessels had moderate calcification and mild tortuosity. The aortic neck diameter was 31 mm proximally and 32 mm distally. It was reported that the stent graft system was positioned just above the renal artery. Deployment was initiated and then the stent graft was pulled down while the stent graft was being deployed. At that time the stent graft appeared correctly deployed. Two add'l iliac limbs were implanted. The final angiogram revealed that the stent graft was completely covering the renal artery (ref MFR # 2953200-2010-00943). The physician cannot determine the cause of the occlusion; the stent graft may have moved proximally during deployment or it was placed higher than intended. The physician elected to convert the pt to an open surgical repair (ref MFR # 2953200-2011-00944) with removal of the stent grafts. The first supra-renal stent ring of the bifurcated stent graft was cut and remains in the pt. A dacron graft was sewn onto the supra-renal stent. The delivery system was returned and its eval has been completed. The stent graft analysis is pending. No clinical sequelae were reported and the pt is fine.